Manufacturer narrative:
The product was not returned. All product and batch history records are quality reviewed prior to product release. The product investigation could not identify a root cause for the reported complaint. Consumer called to inquire about length of time to adjust to lens and explant options if issues persisted. Patient was encouraged to speak with surgeon. Consumer was sent a patient brochure to help explore details of the lens. Patient stated would speak to surgeon or seek a second opinion if symptoms did not resolve. No further information has been provided at this time. File will be reopened when new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced halos, starbusts during day. The iol was exchanged for another lens model following the initial implant procedure. There are two medical device reports associated with this patient. This report is associated with the right eye.